Event description:
It was reported that the tip broke on the pituitary during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The pituitary is broken of the right side of the top arm around the pivot point, with the superior shaft broken at the pivot pin, and the inferior shaft is cracked and bent down. The broken off portion of the shaft is missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.